Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. The lead was returned with the helix fully extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The full helix extension length measured within specification. The reported event of a helix anomaly was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the atrial (ra) lead became dislodged. The ra lead was repositioned and successfully implanted. At a follow-up, diagnostic imaging was performed which confirmed ra lead dislodgement. The lead was explanted to resolve the event and the patient was in stable condition.